Event description:
On 9/18/08, baxter received a med watch, indicating that a baxter stem cell tubing male tip broke off into the central vascular access device during pt infusion. The pt was a female with medulla blastoma who was receiving stem cell therapy when the solution set male tip broke off in the broviac central venous access catheter. The broviac catheter did not need to be changed as a result of the event. The actual sample and tip have been retained and are available to be returned for eval. Therapy was interrupted, the pt was placed on an unk antibiotic prophylactically, but did not display any signs or symptoms of infection. A culture and sensitivity sample was not drawn nor any other labs. An x-ray of the catheter was done to ensure that nothing was lodged in the catheter. The x-ray was negative. There were no changes noted to the pt's vital signs. No stem cells were lost during the event, the set was changed and therapy was completed. The pt has been discharged to home (date unk) and there were no sequelae from the event and hospitalization was not prolonged because of the event.

Manufacturer narrative:
A request for the return of the sample has been made. The actual sample will be returned to the failure analysis lab for eval. A follow-up report will be filed upon completion of an eval or if any additional info becomes available.